Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they walked into the room with the MRI tech, tried to read the ins with the clinician programmer, the ins wouldn't read. The rep showed the MRI tech that the clinician programmer wouldn't communicate with the ins. The rep left the room and the patient gave the rep no information regarding her stim. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. The patient claimed that the stimulator never really worked for them after it was implanted. The patient claimed that someone took their remote from them because the stimulator did not work. Technical services reviewed MRI information with the caller and sent the number to have a manufacture representative (rep) paged. Additional information was received from the rep on 2019-aug-13. The rep indicated that the MRI technician reported that the patient doesn¿t use their ins and think the ins is dead in the patient¿s body. The patient doesn¿t know where their patient programmer is. Technical services reviewed MRI information and that it is the facility¿s decision if this is sufficient for them to scan the patient, knowing they won¿t have visual confirmation of the ins being off. The rep was on their way to go interrogate the ins. The event date was asked but unknown, noted to be a long time. Additional information was received that the rep couldn¿t successfully interrogate the spinal cord stimulator (scs) device and it is completely off. There were no patient symptoms reported and no complications reported.